Event description:
The customer reported the device won¿t turn on/off.

Manufacturer narrative:
H10: add b5. Correction d10, g4, h3, h6 (method, results, conclusion). A review of the device history record for (B)(6) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device won¿t turn on/off.